Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xtw mitraclip reported in b5 is filed under a separate medwatch report number.

Event description:
This is being filed for a device that caused damage to another device. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation, flail, and vessel tortuosity. The first clip implanted was an xtw. Upon placing a second clip (xt mitraclip), the xt mitraclip had interacted with the implanted xtw mitraclip and the xtw mitraclip became mobile. This interaction caused a single leaflet device attachment (slda) of the xtw mitraclip. The xtw mitraclip remained attached to the anterior leaflet and detached from the posterior leaflet. The xt mitraclip was successfully placed medially, captured the leaflet, and the clip was deployed. The mr was reduced to 1-2. The case was successful, and the xtw was stabilized by the second clip. There was no adverse patient sequela, and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip causing damage could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.